Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen rotating hinge knee femoral component cat#: 00588001501, lot#: 61511043, nexgen femoral augments cat#: 00599003510, lot#: 61338227, nexgen femoral augments cat#: 00599003510, lot#: 61643130, nexgen stem extension cat#: 00598801112, lot#: 60592147, trabecular metal cone stepped cat#: 00545005921 lot#:61308751, nexgen rotating hinge tibial component precoat cat#: 00588000500 lot#: 61573903, nexgen rotating hinge articular surface with hinge post extension cat#: 00588005020 lot#: 61339220, nexgen stem extension cat#: 32598801215 lot#: 94000020, threaded plug cat#: unknown lot#: unknown. Foreign: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 00506, 0001822565-2018-00507, 0001822565 - 2018 - 00508, 0001822565-2018-00509.

Event description:
It was reported that the patient was revised eight years after knee arthroplasty due to femoral cone fracture and disassociation femoral components.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.